Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) drive manifold test failed. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10, h11 corrected fields: d5, e2, e3, e1( initial reporter, event site email). A getinge field service engineer evaluated the unit and noticed that the drive manifold test failed. Replaced the drive manifold assembly(d104-00-0031), performed functional test and safety check, repair done.the defective components were received for further investigation. The failure analysis and testing dept. Received part number 0104-00-0031 with a reported unit failure of a failed drive manifold test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the drive manifold in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Part failed the vacuum leak differential portion of the drive manifold test. Fat was able to verify the reported failure but no root cause could be defined. The supplier cannot test the part. Retaining the manifold in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.